Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown gastric indications for use. It was reported that there was a procedure on (B)(6) 2021 where the battery was replaced. The patient was having [a] problem with the device.